Event description:
It was reported to the MFR by kc sales rep that after intubating a pediatric pt with a 5mm et tube and sealing it to the appropriate depth marking to the vocal cords as recommended, a doctor noticed that the tube was too far out. The tube was readjusted and the actual depth marking was found to be higher than what was recommended. The user claims that when the tube is too far out, there is risk of extubation and having the cuff in the vocal cords. There was no report of serious injury or death as a result of the depth marking stated to be low. It must be noted that an adult microcuff, not a pediatric microcuff, was used on a pediatric pt. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device was not returned for evaluation. However, a follow-up report will be provided when additional relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.